Event description:
During the procedure the device stopped working. The device was removed from the field and another device was utilized without issue. It is unknown whether the new device was of the same or different lot.